Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the clips didn¿t close properly, and after a couple of firings, the clips fell off the clip applier without pressing the handle. The patient wasn¿t at risk. There were no patient consequences reported. Procedure: varicose vein surgery.